Event description:
The patient with this device presented to the ER with an escape rate of 30. The device was found to be in back-up mode upon interrogation. The device was unable to re-initialize due to poor telemetry connection. All troubleshooting techniques were attempted repeatedly. Transcutaneous pacing patches were applied for back-up pacing. It was recommended that the device be explanted.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. For a more detailed analysis, additional information is essential. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.